Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient heard 3 beeps and saw a green light illuminated on the freedom driver while he was connected to the dc power in his vehicle. The customer also reported that the freedom driver exhibited a fault alarm after two fully-charged onboard batteries were inserted into the driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Review of the electronic data did not reveal any fault alarms that occurred while the driver was supporting the patient. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all required functional testing requirements and pressure performance requirements associated with normotensive and hypertensive settings. A battery insertion/extraction test was performed on the driver using low charged and fully charged onboard batteries while the driver was connected to dc power, as described by the customer experience. The driver passed the test and functioned as intended with no anomalies or permanent fault alarms. During investigation testing, the driver performed as intended and there was no evidence of a device malfunction. The customer-reported issue posed a low risk to the patient because it did not prevent the driver from performing its life sustaining-functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient heard 3 beeps and saw a green light illuminated on the freedom driver while he was connected to the dc power in his vehicle. The customer also reported that the freedom driver exhibited a fault alarm after two fully-charged onboard batteries were inserted into the driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.